Manufacturer narrative:
Investigation: the terumo bct engineer confirmed the IV pole safety collar was installed prior to the reported incident. The IV pole button was adjusted by the service engineer a the customer site. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause a root cause assessment was performed for this complaint. The root cause was determined to be the need for an IV pole button adjustment.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.